Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 590 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis. Customer was in the intensive care unit at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed displacement test. Customer was advised to change infusion set every three days and to discuss issue with healthcare professional for possible scar tissue.